Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the impaction phase of the case with the robot the surgeon was impacting and the bottom disc on the pelvic array fell off. We then placed another disc onto the array and that one flew off as well during impaction. Replacing the pelvic array due to some wearing on the bottom post for the vizadisc. Case type: tha.

Event description:
During the impaction phase of the case with the robot the surgeon was impacting and the bottom disc on the pelvic array fell off. We then placed another disc onto the array and that one flew off as well during impaction. Replacing the pelvic array due to some wearing on the bottom post for the vizadisc. Case type: tha.

Manufacturer narrative:
Reported event: it was reported that the vizadisc could not assemble to the array post. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 50 devices were manufactured under lot no 19480117 and accepted into final stock on 06/06/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot number 19480117 shows no additional complaints related to the failure in this investigation. Conclusions: visual inspection shows no signs of wear on post. . Functional inspection did not confirmed pelvic array assembly, p/n 112230 post not engaging into vizadisc properly or falling out during impaction. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.